Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-8920p, guidewire for tightrope¿, batch unk, was returned for investigation. Visual evaluation of the device noted that the device was stuck inside an ar-8925dc-ru, batch 032115. Functional testing was not performed due to the damage to the devices. The most likely cause for the reported failure can be attributed to misuse due to prying/leveraging the device during use. The complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a syndesmosis surgery the drill got stuck inside the tightrope. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update cmackenbach 3-jul-2025 further information was received that initial provided information was incorrect. Apparently, the guidewire for tightrope ar-8920p got stuck on the drill bit ar-8925dc-ru. It was then impossible to separate te two parts.